Manufacturer narrative:
The pump was received with unresponsive buttons and button error alarm due to corroded keypad traces. No blank display noted. The pump had scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display and a button error. The blood glucose at the time of the incident was 114 mg/dl. The customer states the insulin pump had a blank display. The battery was removed and reinserted and the pump alarmed button error. Troubleshooting was performed and the display did return. The pump may have been exposed to moisture; form perspiration. The customer was not able to clear the button error. The customer was advised to discontinue use of the insulin pump and revert to a backup plan. The insulin pump will be returned for analysis.